Manufacturer narrative:
Correction: previously reported g3 should have been 14 may 2026 rather than 13 may 2026. Correction: a1, b3, d5.

Manufacturer narrative:
The reported event was ¿there was no issue with the lead. The md was the cause and mishandled the lead¿. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis. Deformation/distortion problem.